Manufacturer narrative:
Complaint no: (B)(4). The patient passed away on an unreported date. The device was received for evaluation and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure or malfunction that could have caused or contributed to the reported problem. Device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. External & internal inspection was performed and no problems were revealed. All pressures were correct and stable. A short simulated therapy was performed and completed successfully. The results of the sample analysis revealed no failure or malfunction was identified that could have caused or contributed to the reported event. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to or until the time of death. The cause of death was not reported. It was not reported whether an autopsy was performed. It was not reported if peritoneal dialysis (pd) therapies were ongoing until the time of death. Additional information was requested, but is not available.